Manufacturer narrative:
B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated. Attachment: article titled ¿the safety of transesophageal echocardiography to guide transcatheter tricuspid valve edge-to-edge repair". The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported fistula. Fistula is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as manual compression was provided for the fistula. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled ¿the safety of transesophageal echocardiography to guide transcatheter tricuspid valve edge-to-edge repair"

Event description:
It was reported through a research article that from march 2021 to february 2024, 53 patients underwent a triclip procedure. Of the 53 patients, one patient also experienced an arteriovenous fistula, which was treated using manual compression. Additional information is listed in the attached article, titled ¿the safety of transesophageal echocardiography to guide transcatheter tricuspid valve edge-to-edge repair.¿